Event description:
This pi is for the 2005 revision. Rep provided usage sheets for the patient's right knee as part of follow-up. Per the pss case: patient has had several knee revisions. 2005 both components revised, 2006 tibial insert revised , 2014 the tibial tray and insert revised. The 2005 usage sheet shows that only a femoral component, stem extender, and tibial insert were implanted. The reason for the revision is unknown. Rep (who was not the rep present for the surgery) confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding revision involving an unknown implant scorpio femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative and revision reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.